Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg revision.